Event description:
It was reported that insulin pump was damaged. Customer's blood glucose reading is 164 mg/dl. Customer states that the insulin pump rattles. The drive support cap rattles as well. Advised customer that the insulin pump must be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.